Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
Additionally it was reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced a tingling sensation. The right ventricular (rv) lead exhibited high and rising impedance, high thresholds, and a possible fracture. The lead remains in service. No patient complications have been reported as a result of this event.